Event description:
Medical personnel attended to a person diagnosed in administered 3 countershocks using the manual defibrillator mode. A fourth shock was attempted however the unit allegedly displayed a service indicator and use of the defibrillator was inhibited. After arrival at the hosp emergency room another defibrillator was used to administer countershocks to the pt. The pt was not resuscitated.